Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that on during a CT on an unknown date, a type ib endoleak was discovered due to the migration of the limb. During deplpoyment, the limb edge had landed approx. 1cm above the bifurcation to the internal iliac artery with about 3 stents apposed to the vessel wall. Intervention was completed with the left internal iliac artery embolized and stent graft coverage extended to the external iliac artery by additionally implanting an endurant limb. The endoleak was confirmed as resolved. As per the physician the cause of the event was anatomy related. The vessel where the limb was placed was originally large and the stent graft limb had migrated into the aneurysm as the common iliac artery expanded. No additional clinical sequelae were reported and the patient is being monitored.